Event description:
It was reported that the patient was initially implanted with a resume lead. At some point in 2011, he complained that paresthesias were not covering the painful territory. An x-ray revealed the lead was partly going out of the spinal canal. The lead was explanted and replaced with another resume. It was noted that the explanted lead seemed damaged, and the damage was not likely to have been caused by the explant procedure. The lower electrode was popping out of the silicone sheath and was only attached by a thin conducting wire, which separated as the device was handled post-explant. It was reported that there was no patient injury, and the patient was ok following the procedure.

Manufacturer narrative:
Lead model 3587a, lot# unknown, implanted: 2003-(B)(6), explanted: 2012-(B)(6).

Manufacturer narrative:
Analysis of the lead model 3587a2136 serial (B)(4) found no significant anomaly. The body was cut through and the product segmented. Analysis of the twist lock anchor found no significant anomaly. There were suspected tool marks on the anchor.

Manufacturer narrative:
Lead model 3587a2136 (B)(4) implanted: 2003-(B)(6) explanted: 2012-(B)(6); anchor model unknown lot# unknown implanted: unknown explanted: unknown; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that impedance on contact three was above 4,000 ohms. The other three contacts were within normal range. The patient was able to feel paresthesias at high voltages, but only in the wrong area.